Event description:
It was reported that while using bd preset¿ arterial blood collection syringe that there was insufficient blood flow through the device. The following information was provided by the initial reporter: according to the needs of treatment, arterial blood was drawn for blood gas analysis of the patient. Arterial blood sampling device was used. If the blood gas needle did not rebound and blood could not be drawn out, it was replaced again, comforted the patient, and explained well.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.